Manufacturer narrative:
The additional proglide device is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported occlusion and tissue damage (vascular injury) are listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. A conclusive cause for the reported difficulties could not be determined. The reported patient effects of occlusion and tissue damage are known inherent risks of the procedure. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional left superficial femoral artery stenting interventional procedure. Reportedly, the proglide knot was tightened, by pulsatile bleeding was still observed. Another proglide device was used with the same results. A surgical cut down was performed and is was observed that both knots were in the posterior wall of the artery causing occlusion. Tissue damage occurred. The sutures were removed and hemostasis was achieved with two vascular patches, one in the common femoral artery and one in the iliac artery. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure. No additional information was provided.